Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported about nine days after the implant procedure, that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed, which resolved the issue, and it remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.